Manufacturer narrative:
Additional information: upon follow up it was reported the patient experienced ileus followed by peritonitis which progressed to sepsis. The cause of death was reported as due to septic shock. A complications of ileus is an intestinal perforation which can lead to peritonitis. No device failure, use error or malfunction was identified that could have caused or contributed to the patient¿s symptoms; therefore, the disposable device is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis, ileus and septic shock. The cause of the events was not reported. It was not reported if the patient was hospitalized for the events. Treatment for the events was not reported. It was reported the patient passed away. The cause of death was reported as due to septic shock. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved prior to death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.